Event description:
Face began to swell [swelling face] case narrative: case (B)(4) is a serious spontaneous case received from a consumer via regulatory authority in united states. This report concerns a female (age unknown) who experienced face began to swell during treatment with intra-articular euflexxa (sodium hyaluronate) solution for injection unknown concentration and dose, for an unknown indication from an unknown start date to an unknown stop date. On an unspecified date, the patient had euflexxa injected in both knees and on (B)(6) 2019 (within days of the injections), the patient's face began to swell. The patient was examined at urgent care and was given a medication to counteract the reaction. Action taken with euflexxa was unknown. No concomitant medication was reported. Event of 'swelling face' was reported as serious. At the reporting time, the outcome for event of 'swelling face' was unknown. Overall listedness (core label) is unlisted. Reporter causality: related. Company causality: related. Other case numbers: internal # - others = mw5088451. This ae occurred in (B)(6) and concerns the medical device 1% sodium hyaluronate. Please report to your local health authority if required by local law. This ae is not reportable in EU because it does not meet the definition of a medical device incident according to the requirements of the medical device directive/ because it did not occur in a EU + efta country and did not result in a corrective action by the manufacturer. No corrective action was done by the manufacturer or requested by regulators.